Event description:
During a metatarsophalangeal (mtp) with fusion surgery, the drill bit and the k wire broke. The surgeon was able to retrieve the broken drill bi but half of the k wire remained inside the pt's foot.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.